Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting. The information states that event did not occur, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during surgery, surgeon almost took his finger as collet popped off while he was reaming for the box. It is unknown if there was a delay or how the procedure was concluded.